Manufacturer narrative:
Product ID: afapro28 product type: balloon catheter; product ID: 2ach20 product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, tamponade occurred during the fourth ablation ot the pulmonary vein (pv). The damage was on the anterior side of the right inferior pulmonary vein (ripv). The patient underwent open heart surgery to stop the bleeding. A patch was placed on the area of damage. The case was aborted. The patient has recovered. No further patient complications have been reported as a result of this event. (B)(6) 2024: the patient's hospitalization was extended.